Event description:
The recipient reportedly experienced magnet displacement after an MRI. The recipient presented with discomfort, soreness, and a bump at the implant site. Under local anesthesia, the doctor applied pressure to the site and manually manipulated the magnet back into place.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. This is the final report.